Event description:
On (B)(6) 2015, the reporter contacted lifescan USA,alleging inaccurate high result(s) compared to another meter. The reporter claimed obtaining inaccurate blood glucose with the subject meter (results unknown) and 114 mg/dl with another meter (ot ultra 2), within 30 minutes. This complaint is being reported because it is unknown if the results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.